Manufacturer narrative:
(B)(4). Upon further investigation it was reported the patient experienced a ¿near death experience from a code blue¿, which was a manifestation of peritonitis. At the time of this report, the patient is slowly recovering. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and an infection in the blood coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The event of infection in the blood was most likely a sepsis event due to the peritonitis infection. The peritonitis was manifested by pain and weakness. The patient was hospitalized for the event. It was reported that the patient was transferred to the intensive care unit (ICU) one day after hospitalization due to the sepsis event for approximately two weeks. It was reported that a respirator was inserted and the patient was heavily sedated (drug name, dose, route and frequency of administration not reported). Thirteen days after hospitalization, the respirator was removed and the patient was transferred to a cardiac unit. Treatment for the event was not specified. On an unreported date during hospitalization, pd therapy was discontinued and the patient was switched to hemodialysis. The patient was discharged twenty eight days after hospitalization and was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Event date: on an unknown date in (B)(6) 2015, the patient experienced peritonitis. It was additionally reported that the patient was hospitalized on (B)(6) 2015 for the event. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.